Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s wife, on (B)(6) 2025, the patient experienced hypoglycemia and was feeling almost powerless. The cgm was reading 70 mg/dl and the blood glucose reading was 30 mg/dl. The wife treated the patient with ¿emergency spray¿ (supposed to be nasal glucagon). There were no values provided after the patient was treated. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.